Event description:
A distributor complaint was reported on february 23, 2026, regarding an issue that occurred on (B)(6) 2026, in (B)(6). The pump declared a cartridge alarm while pumping, but there was no adverse impact on the customer¿s blood glucose level. The customer attempted to load a new cartridge, but the alarm persisted. Technical support assisted the customer and decided to replace the pump. The customer was informed to use multiple daily injections (mdi) as a backup insulin therapy and to return the faulty pump using a pre-paid label within ten days. The replacement pump was arranged to be shipped under warranty.